Event description:
The pump was used to deliver dilaudid.

Event description:
It was reported the patient had a refill yesterday and began to have symptoms 2 hours post refill. The patient was refilled in the morning and then flew to boston. The symptoms started on the airplane. The reported symptoms were; nausea, vomiting, lethargic, abdominal pain, yawning, sneezing, itchy nose, noise was too loud and smells were enhanced. The patient tried to sleep at home, but was miserable all night and went to the ER in the morning. One healthcare professional (hcp) suspected an overdose and another hcp reported the cause of the symptoms were drug side effects/withdrawal with a possible air lock. It was also noted the nurse had a very difficult time refilling the pump. The device was not explanted and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).